Event description:
A 26mm amplatzer septal occluder ("aso") was implanted successfully, however, three hours post procedure, the patient developed complete heart block. The aso was surgically removed four days post-implant.

Manufacturer narrative:
Aga medical has contacted the physician and no additional information has been provided regarding this event. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
The amplatzer septal occluder ("aso") was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient had a large atrial septal defect (asd) that was successfully closed with a 26mm aso. The procedure was uneventful. Prior to the device closure procedure, the patient had a wandering pacemaker rhythm. After device placement, she developed first degree heart block and a few hours later, the rhythm changed to complete heart block (chb). The EKG strip on tte the next morning also showed complete heart block. The patient was observed in the hospital in anticipation that the chb would resolve. Unfortunately, it did not. It was decided to refer the patient to surgery after three days of observation and non-resolution of the chb. The surgical procedure was uneventful, the device was removed, the defect was closed and temporary pacing wires were placed. Initially, the patient remained in chb, but about 36 hours post-surgery, the rhythm changed to a second degree av block. The final rhythm was first degree av block (similar to the rhythm when the patient left the cardiac catheterization lab). The implant angiograms demonstrated balloon sizing and right atrial (ra) angiography post device placement. The device did not appear large or bulky and appropriate balloon sizing technique was utilized. The implant echocardiogram showed a large, low secundum asd with a significant ra and ventricular enlargement. The defect measured 18mm in four-chamber view, 26mm in aortic short-axis view and 24mm in bi-caval view. All rims were adequate for device placement; although the ivc rim was thin, it was still adequate. The edge of the device post-deployment abutted the mitral valve and was very close to the tricuspid valve. There was no mitral or trivial regurgitation. According to aga's medical consultant, several cases of device closure are performed in children with large defects and similar anatomy as seen in this patient. This case was unusual because the patient did have evidence of a benign arrhythmia (wandering atrial pacemaker) before device closure. After device closure, first degree av block was seen in the catheterization lab. The first degree av block was considered benign and hence the device was left in place. Usually, it is rare for the first degree av block to advance into chb within a few hours. There are many cases of first degree av block after device closure that have not progressed over several years follow-up. Aga's medical consultant believes this patient's conduction system was unusual or abnormal to start with, and hence the rhythm progressed into av block after device closure. The device edge was in the vicinity of the av node/conduction system. However, this was not unusual in small patients with a large asd. The risk factors for chb include; large asd with large aso, low secundum asd, low device position with device abutting the av valves, abnormal rhythm before the procedure and first degree avb after device implantation.